Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported a hospitalization due to diabetes ketoacidosis. Customer was vomiting and unable to function. The blood glucose reading at the time of the event was high. Hospital treated with IV and insulin drip. The current blood glucose reading is 371 mg/dl. Treated with manual injection and IV. Nothing further reported.